Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had impedances greater than 2000 ohms. There was evidence of noise in the event log book and capture was intermittent between 2.5 and 5 volts at 1.0 milliseconds. The physician was unable to reproduce the noise. Furthermore, there was no evidence of fracture in the lead, it was still fixated at its original location, and it was still properly inserted in the device as there was no connection issue. The lead was surgically abandoned while a replacement lead was implanted. The lead will be returned for analysis if ever explanted from the patient. No adverse patient effects were reported.